Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, but still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm issue via logs and reproduce the issue during in-house testing in normal mode.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was an error c-34 on erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to power cycle erbe, but issue remained. The tse was unable to review system logs. The user decided to swap vision side cart (vsc) to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the procedure was completed using another vision side cart. There was no harm or injury reported by the surgical team to the patient. System powered on as expected, no errors were noted by team prior to procedure commencing. Patient demographics were not provided by the hospital.